Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The patient was cold and uncontrollably shivering. The patient was shocked and then the patient stopped shivering. Once the patient started shivering again, the shocking continued. The doctor has diagnosed clinical shivering. The sensing vector at the time of the shocks was set to the secondary sensing vector. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.